Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes' had needles that were longer than normal. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the user reported as follows: one needle was found to be longer than normal. A flange was found to be missing.".

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 2 bd ultra-fine¿ ii insulin syringes' had needles that were longer than normal. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "the user reported as follows: one needle was found to be longer than normal. A flange was found to be missing."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jun-2023. H6: investigation summary customer returned two loose syringes 0.3ml 30ga 1/2in 8mm inside a clear zipper bag. The user reported as follows: one needle was found to be longer than normal. The length of the canula was measured 12.556 mm. Due to unknown batch number, no DHR can be completed. Embecta was able to confirm the customer indicated failure. A definitive root-cause could not be determined.